Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was found on black screen or blue password box. A technical support specialist (tss) connected to the station and logged in with administrator credentials to begin troubleshooting. The tss reviewed the installed programs and identified a mismatch in installation dates between the remote smart service component manager and the remote smart service component agent, which prevented progress with atlas registration. The tss reinstalled the remote smart service component manager, restarted the station, and logged in again to continue the process. The tss then repaired the remote smart service component agent and successfully completed the registration of the component manager. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower system device was found on black screen or blue password box. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.